Event description:
It was reported that, during an electrode revision procedure due to inappropriate shock, the device had a patient data alert. The patient data and the implant date are erased. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Technical services advised that the original implant date will be lost. The doctor elected to explant the entire system and replace it with a new one. There were no additional adverse patient effects.

Manufacturer narrative:
The device was put on through and passed the returned products test (rpt). The rpt test involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during an electrode revision procedure due to inappropriate shock, the device had a patient data alert. The patient data and the implant date are erased. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. Technical services advised that the original implant date will be lost. The doctor elected to explant the entire system and replace it with a new one. There were no additional adverse patient effects.